Event description:
It was reported that the patient developed a tumor and yeast fungal which resulted in taking out the neurostimulator system. The yeast infection was described as a life-threatening fungal infection. Additional information was requested.

Manufacturer narrative:
(B)(4) used for tumor - (B)(4).